Event description:
It was reported that during implant attempt, the physician could not engage a set screw with the wrench. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. It was noted there was a setscrew that was found disengaged, so this setscrew was reengage to complete the testing. All setscrews were tightened with a medtronic wrench and all setscrews retained their lead.